Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked alarm on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6008068 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) complaint investigations. 1 used tubing was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 3, the returned sample test passed. Functional test: underwater flow, according to wi version 2, the returned sample, test passed reference samples tests results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. On the functional air flow test, according to wi version 2 was performed and 10/10 samples passed the test a batch record review was conducted resulting in the following: packaging lot: the 6008068 was manufactured according to the wi version 97 manufactured in the machine multivac 14, on 10/jul/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4f05750 was manufactured according to wi version 64 manufactured in the machine sc05 and sc06, on 05-jul-2024, with a total of (B)(4) units. The lot 4g01271 was manufactured according to wi version 64 manufactured in the machine sc05 and sc06, on 07-jul-2024, with a total of (B)(4) units. The lot 4g00956 was manufactured according to wi version 64 manufactured in the machine sc05 and sc06, on 08-jul-2024, with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 13-may-2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6008068 and one other complaint has been registered in database for the same lot 6005751 and malfunction code conclusion summary of the related event: as a result of the following: on the investigation on returned sample and reference samples, no issue related to the tubing, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survillence (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.